Event description:
(B) (4). Same case as 2134265-2010-01945. It was reported that during a carotid artery stenting procedure the patient experienced hypotension. The target lesion was located in the left ostium internal carotid artery with 90% stenosis and was 20 mm long with a 9 mm reference vessel diameter. The target lesion was treated with placement of a filterwire ez device and a carotid wallstent. Following post-dilatation there was 5% residual stenosis. During the index procedure, the patient experienced hypotension. No action was taken and the event resolved and the patient was discharged the next day.

Manufacturer narrative:
Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).